Manufacturer narrative:
The insulet cloud system was checked for data from the user for 01dec2025-31dec2025. Data was only found to be available for 01dec2025-04dec2025. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amounts as estimated glucose values increased until it reached the maximum microbolus amount that can be delivered. The user was in manual mode from 15:25 on 02dec2025 to 10:00 on 03dec2025. Four automated delivery restriction alerts were generated during this period due to the automated algorithm delivering the max microbolus amount for extended periods in response to the increasing and high estimated glucose values, ones at 06:36, 09:45, and 14:57 on 02dec2025, and one at 20:45 on 03dec2025. While each alert was generating, the system transitioned to automated mode: limited and began delivery of safe basal, which is the lower of the user's adaptive basal rate and manual basal program. After acknowledgement of each alert, the system transitioned to manual mode. While in manual mode, the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. The cloud data showed that multiple boluses programmed by the user were delivered during this period. Comparison of the cloud data to the phb data found that the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus was actively and successfully delivered by the pods. No evidence of issues with insulin delivery was observed in the available cloud data.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) some time on (B)(6) 2025 (exact date unknown). The pod and sensor were removed in the hospital. No further information was provided as the patient is no longer an insulet customer. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported event. No further information is available at this time. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available: omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.